Event description:
The middle wire on the wand tip breaks after a while, causing the wand to stop working properly. The wand does not cauterise properly and instead cuts the tissue causing more bleeding. This deficiency caused an hour long surgical delay.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Most likely, the wand reached the end of its useful life, as this will cause decreased functionality of the device. Factors unrelated to the design and manufacture of the device which could have contributed to the reported event includes extended ablation or use of power level settings above the recommended default levels.